Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted customer troubleshoot the au680 chemistry analyzer over the phone. The cts advised customer to perform enhance cleaning and replaced the sample probe. The customer replaced the sample probe as indicated by the cts to resolve the issue. Information not provided by customer. The beckman coulter identifier is case: (B)(4).

Event description:
The customer reported the generation of false ise (ion selective electrode) patient results for na (sodium), k (potassium), and cl (chloride) on their au680 clinical chemistry analyzer. The customer provided two (2) verbal examples of false results. The customer did not provide patient demographics. There was no report of change to treatment, injury, or death associated to this event.